Event description:
Philips healthcare received a report from a durable medical equipment (dme) supplier stating that an infant apnea monitor stopped alarming during testing. The device was not on a pt at this time. The date of the alleged event was on (B)(6) 2014. The dme stated that the unit is beeping and stopped beeping when it should not have. The device was received and evaluated on 09/10/2014 and the MFR's service technician was able to confirm the customer's complaint issue. The alarm pca will be sent for root cause investigation. The smartmonitor 2 device is designed to monitor respiration, and heart rate. Upon detection of abnormal events, smartmonitor 2 alerts the caregiver via both visual and audible alarms and records the info for subsequent clinical review.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.